Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse inspected the instrument and found leak at two locations; near the bottom of retic chamber and at sample access module. The leak contained a diluent only, no biohazard liquid. The fse replaced tubing at both areas to fix the instrument. Failure mode of this event was the tubing replaced near the bottom of retic chamber and at sample access module. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that a clear fluid (unknown type) was dripping from under the coulter lh 750 analytical station. The volume of the leak was approximately 10ml, and it was not contained within the instrument. The leak was noticed when the operator was running a startup. There was no error messages associated with this event. The operators were wearing lab coats and gloves without face protection. There was no biohazard exposure to anyone and no contact to open or broken skin or mucous membranes such as the eyes, nose, or mouth. The msds did not need to be reviewed and no one had to seek medical attention. There is a risk management/exposure control plan in place. There were no patient results affected and there were no erroneous results reported out of the lab. No death, injury, or changes to patient treatment was associated with this event.